Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that guidewire coating issue occurred. A luge guidewire was selected for use. However, during procedure, the physician noted that the wire have some stripping on the tip. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.